Event description:
Boston scientific received information that an anonymous communication was received that states that dangerous devices are in the public domain because government regulators allegedly do not require boston scientific and the food and drug administration to test medical devices prior to their introduction in the marketplace. The complaint was written on what appears to be the envelope for an information verification form sent by boston scientific to patients, but no specific device, issue or patient was identified in the document received.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.